Event description:
It was reported that during the implant attempt, the lead sensing values were not acceptable for the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and both the inner and outer insulations were breached cut. The lead appeared to have been damaged at implant.